Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the footplate of the proglide broke off and remained in the patient. There was no information reported as to how or if the foot was removed from the patient anatomy. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The name of the physician was not provided and it is unknown if the physician has been trained in the use of the proglide device. User facility medwatch report #mw5074664 received stating: during surgery, when the perclose proglide was removed from the vessel, it was noted that one of the two foot plates was missing. Diagnosis or reason for use: transcatheter aortic valve replacement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and scanning electron microscopy (sem) inspection/analysis were performed on the returned device. The reported foot break was confirmed. The investigation determined the reported difficulties appear to be related to related user technique and the subsequent treatment to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.